Event description:
It was reported that an individual experienced a pairing failure when attempting to connect a freestyle libre 3 plus sensor to the ilet device, after which the agent guided the individual through the ilet app to re-pair the sensor and a successful pairing confirmation was displayed. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the pairing issue after re-pairing guidance. Investigation included remote troubleshooting and user education on re-pairing through the ilet app. Investigation of this case revealed an initial communication or connection error between the sensor and the ilet device that was resolved through standard re-pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user setup or connection disruption that resolved with proper re-pairing.